Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: lap chole. When the surgeon was pulling out the bag from the port, the tip of the bag broke. The specimen was inside the bag and was stuck in the port. The surgeon had used kellys to dilate the port prior to attempting to pull out the specimen. The surgeon pushed the bag back into the patient's abdomen and used a kelly and a 5mm applied inzii bag to retrieve the specimen from the abdomen. The surgeon had to use a 5mm bag as a 10mm bag was not in stock. The bag did not fragment. The surgeon stated this has happened before. The device was not kept. No patient injury occurred. The patient was female with gallstones. The applied rep was present for the case. The surgeon used a 12mm trocar for the port with the bag. A photo is available. Additional information was received via email on 10jan2019 from applied field assoc: the photo is attached. Additional information was received on 14jan2019 from applied medical field associate: I checked with the or after our call and unfortunately they threw the bag away. I¿m sorry about this and I¿ll make sure to train the staff to keep the broken device. Patient status: no patient injury occurred associated with the complaint event. Type of intervention: a 5mm bag was deployed and with the use of a kelly, the specimen in the bag was removed from the patient.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed.

Event description:
Procedure performed: lap chole. When the surgeon was pulling out the bag from the port, the tip of the bag broke. The specimen was inside the bag and was stuck in the port. The surgeon had used kellys to dilate the port prior to attempting to pull out the specimen. The surgeon pushed the bag back into the patient's abdomen and used a kelly and a 5mm applied inzii bag to retrieve the specimen from the abdomen. The surgeon had to use a 5mm bag as a 10mm bag was not in stock. The bag did not fragment. The surgeon stated this has happened before. The device was not kept. No patient injury occurred. The patient was female with gallstones. The applied rep was present for the case. The surgeon used a 12mm trocar for the port with the bag. A photo is available. Additional information was received via email on 10jan2019 from applied field assoc: additional information was received on 14jan2019 from applied medical field associate: I checked with the or after our call and unfortunately they threw the bag away. I¿m sorry about this and I¿ll make sure to train the staff to keep the broken device. Patient status: no patient injury occurred associated with the complaint event. Type of intervention: a 5mm bag was deployed and with the use of a kelly, the specimen in the bag was removed from the patient.